Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of the first episode of pelvic pain ("pelvic pain"), the second episode of pelvic pain ("severe pelvic pain") and uterine haemorrhage ("heavy uterine bleeding during menses") in a (B)(6) female patient who received essure. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient started essure. On (B)(6) 2014, 1456 days after starting essure, the patient experienced the first episode of pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), menorrhagia ("unusually heavy menses") and vulvovaginal pain ("vaginal pain"). On (B)(6) 2014, the patient experienced the second episode of pelvic pain (seriousness criteria medically significant and clinically significant/intervention required) and uterine haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain ("severe abdominal pain and cramping"), syncope ("fainting") and fatigue ("fatigue"). The patient was treated with surgery (total vaginal hysterectomy on (B)(6) 2014) and surgery (total vaginal hysterectomy on (B)(6) 2014). Essure was withdrawn. In 2014, the first episode of pelvic pain, second episode of pelvic pain, uterine haemorrhage, abdominal pain, menorrhagia, syncope, fatigue and vulvovaginal pain had resolved. The reporter considered the first episode of pelvic pain, the second episode of pelvic pain, uterine haemorrhage, abdominal pain, menorrhagia, syncope, fatigue and vulvovaginal pain to be related to essure. The reporter commented: when plaintiff presented to physician for follow up from her total vaginal hysterectomy, she had no continued complaints. She had no further symptoms since the removal of the essure devices. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2014: ultrasound pelvis result was not provided (performed to evaluate her symptoms). Company causality comment: this non-medically confirmed spontaneous legal case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and she presented pelvic pain (two episodes) and heavy uterine bleeding during menses (seen as uterine haemorrhage). A total vaginal hysterectomy was performed approximately four years after placement. Both events are serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. Also abnormal genital bleeding and menses pattern changes may occur. In this present case, consumer presented the events after essure insertion. Considering the nature of them and absence of alternative explanation, causality cannot be excluded. This case was regarded as incident, since device removal was required. Other non-serious events were reported. The product technical analysis has been sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 23-mar-2017: quality-safety evaluation of ptc. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and she presented pelvic pain (two episodes) and heavy uterine bleeding during menses (seen as uterine haemorrhage). A total vaginal hysterectomy was performed approximately four years after placement. Both events are serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. Also abnormal genital bleeding and menses pattern changes may occur. In this present case, consumer presented the events after essure insertion. Considering their nature and absence of alternative explanation, causality cannot be excluded. This case was regarded as incident, since device removal was required. Other non-serious events were reported. A product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and abnormal uterine bleeding ('heavy uterine bleeding during menses') in a 43-year-old female patient who had essure (batch no. 689882-inv,646514) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("unusually heavy menses") and vulvovaginal pain ("vaginal pain"), 3 years 11 months after insertion of essure. On (B)(6) 2014, the patient experienced abnormal uterine bleeding (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain ("severe abdominal pain and cramping"), syncope ("fainting") and fatigue ("fatigue") and was found to have uterine leiomyoma ("fibroid uterus"). The patient was treated with surgery (total vaginal hysterectomy on (B)(6) 2014). Essure was removed on (B)(6) 2014. In 2014, the pelvic pain, abdominal pain, heavy menstrual bleeding, syncope, fatigue and vulvovaginal pain had resolved. On (B)(6) 2014, the abnormal uterine bleeding had resolved. At the time of the report, the uterine leiomyoma outcome was unknown. The reporter considered abdominal pain, abnormal uterine bleeding, fatigue, heavy menstrual bleeding, pelvic pain, syncope, uterine leiomyoma and vulvovaginal pain to be related to essure. The reporter commented: when plaintiff presented to physician for follow up from her total vaginal hysterectomy, she had no continued complaints. She had no further symptoms since the removal of the essure devices. On (B)(6) 2010, she implanted essure (discrepancy noted as per pif). Trailing coils: left : 2, right: 2. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2014: results: not provided (performed to evaluate her symptoms). Lot number reported (689882 ) is not valid. Lot number: 646514. Manufacturing date :2009-06. Expiration date: 2012-06. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 8-jun-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and abnormal uterine bleeding ('heavy uterine bleeding during menses') in a 43-year-old female patient who had essure (batch no. 646514, 689882) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("unusually heavy menses") and vulvovaginal pain ("vaginal pain"), 3 years 11 months after insertion of essure. On (B)(6) 2014, the patient experienced abnormal uterine bleeding (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain ("severe abdominal pain and cramping"), syncope ("fainting") and fatigue ("fatigue") and was found to have uterine leiomyoma ("fibroid uterus"). The patient was treated with surgery (total vaginal hysterectomy on (B)(6) 2014). Essure was removed on (B)(6) 2014. In 2014, the pelvic pain, abdominal pain, heavy menstrual bleeding, syncope, fatigue and vulvovaginal pain had resolved. On (B)(6) 2014, the abnormal uterine bleeding had resolved. At the time of the report, the uterine leiomyoma outcome was unknown. The reporter considered abdominal pain, abnormal uterine bleeding, fatigue, heavy menstrual bleeding, pelvic pain, syncope, uterine leiomyoma and vulvovaginal pain to be related to essure. The reporter commented: when plaintiff presented to physician for follow up from her total vaginal hysterectomy, she had no continued complaints. She had no further symptoms since the removal of the essure devices. On (B)(6) 2010, she implanted essure (discrepancy noted as per pif). Trailing coils: left : 2, right: 2. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2014: results: not provided (performed to evaluate her symptoms). Lot number: 646514, 689882. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Lot number, reporter information, lab data added. Rcc updated. Event fibroid uterus added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.